Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.

Event description:
It was reported that the cement was hardened for only 1 minute and 30 seconds. The temp of the operating room was about 20 degrees celsius. The cement was stored in the refrigerator (storage term is not specified). It was taken out of the refrigerator 5 minutes before mixing. The bowl which was used during mixing the cement is stored in general temp (we cannot specify the specific temp). Antibiotic and any other substance were not mixed into the cement. All the monomer and polymer used. The mixing bowl hospitals. No vacuum system was used. The surgeon used spare cement and the procedure was completed without any problem and adverse consequences for the patient. There was 10 minute delay.